Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery while tandem technical support arranged shipment of new replacement pump under warranty, provided instructions for putting malfunctioning pump into storage mode, and instructed customer to return affected pump within 10 days and then program pump settings and reconnect continuous glucose monitor on replacement pump.